Event description:
Patient (user) reported that he tried hm16 product for the first time and that he experienced a urinary tract infection after use. Hm16 was substituted by his supplier because his usual brand was out of stock. He stated they felt "harder" than his usual brand. Patient did not report any pain or trauma but did notice some blood in his urine.